Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the customer had failed startup due to intermittent failure of the hemoglobin assembly. The fse replaced the hemoglobin lamp and photodiode resolving the reported issue. The customer is now fully functional and there have been no other reported events to date. (B)(4).

Event description:
The customer reported issues with the hemoglobin test when using the coulter act diff analyzer. The customer also stated that they also failed proficiency testing. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.